Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the patient was driving his vehicle at the time of the event. The lifevest detected an arrhythmia at 17:02:01. The patient's ECG strips show sinus rhythm. The lifevest delivered a defibrillation shock at 17:02:39. The post-shock rhythm was a sinus rhythm. The response buttons were not pressed during the entire event. The patient did not seek medical attention and continues to wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention following the event and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) - 12/2009 (reuse).